Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however, a lag or delay in the motion was observed. The instrument housing was removed and found with derailed pitch cable from the input shaft. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. No damage was observed to the input shaft or clamping pulley. The complaint regarding the instrument does not move properly was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not articulate properly. No known impact or patient consequence was reported. The issue caused a delay in the procedure between 15 to 30 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.